Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: "when drawing labs, rn disconnected the blood-filled syringe from the new needless injectors/claves that uncmc just started using and blood sprayed from the clave onto rn's scrubs. Several other rn's have noticed this problem too with the claves dripping or spraying when disconnecting from tubing or syringes. Altered bfd to included bd max zero for tracking purposes." Event 2: spray/backflow. While using new needless connected to draw blood for patient's labs, the vacutainer would not release from the connector. Despite caution, the connector sprayed patients blood on rn arms, scrubs, and badge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.